Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-may-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 26-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller said pt was potentially overdischarged and had not charged their ins in a while. Mdt rep. Requested MRI eligibility form. Tss sent information over to mdt rep. Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the overdischarged ins was due to the patient (pt) not recharging. Rep noted the patient would have to recharge the ins and they were currently working on recharging the device. The information has been confirmed with the physician. Additional information was received, it was reported the leads had been removed. They were suspected of causing a spinal infection which had caused the loss of use of the patient's legs. The battery pack would be removed at a later time. The issue was not yet resolved. The battery pack had still yet to be removed and the patient still had no control over their legs.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the infection. A healthcare provider (hcp) removed leads (B)(6). Patient reports is wheelchair bound after having leads removed in a surgery in (B)(6) 2024. Patient had 2 additional surgeries by surgeon. Another hcp removed ins (B)(6) 2025. The manufacturer representative (rep) indicated they would send any further information as they become aware.